Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with audible and vibratory tones. The user¿s sound settings were set to ¿high¿. During testing, a low battery warning and replace battery alarm were reproduced and the pump gave the appropriate audible warning and displayed the correct message on the screen. The complaint could not be duplicated during testing.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging the audio feature stopped working after she was in an automobile accident. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.